Event description:
The customer reported that an end tone, indicating a completed seal cycle, was heard, but did not provide any tissue effect. A new device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.